Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead alert triggered, and the left ventricular (lv) lead exhibited out of range (oor) impedances. The impedances resolved to slightly higher than normal levels, and the leads is still in use. No patient complications have been reported as a result of this event.